Manufacturer narrative:
The investigation determined that (B)(6) vitros anti hbc igm results were obtained from a single aab proficiency sample processed using vitros anti hbc igm reagent lot 7640 on a vitros 3600 immunodiagnostic system, when compared to the expected (B)(6) result assigned by the proficiency provider. The definitive assignable cause of the event could not be determined. Based on historical quality control results, there is no indication a reagent related issue contributed to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. The presence of an unknown sample interferent cannot be completely ruled out as the cause of the (B)(6) results as no results using nabt or hbt tubes were provided by the customer.

Event description:
The customer observed (B)(6) vitros anti hbc igm results for a single association of american bioanalysts (aab) proficiency sample when compared to the expected (B)(6) result, processed using vitros immunodiagnostic products anti hbc igm reagent lot 7640 on a vitros 3600 immunodiagnostic system. (B)(6). The lower than expected vitros anti hbc igm aab proficiency fluid result was obtained from a non patient fluid and was reported to the proficiency provider. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. (B)(4).